Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number (B)(6). Investigation summary: the device was received and evaluated at the service center. There was no specific allegation of malfunction against the device from the customer, however, a short circuit was found with the motor cable, therefore we can confirm this complaint as a defect was found with the complaint device. The motor cable was replaced to correct the identified failure. The device was cleaned, repaired and tested for functionality. However, given the information provided we cannot discern a definitive root cause for the short circuit. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via service request an unknown failure related to the micro tornado hp w handcontrol. No additional information has been provided.